Event description:
It was reported that the pt received a tka on (B)(6) 2004. On (B)(6) 2013, the pt was revised for a broken eminence on the ps tibia.

Manufacturer narrative:
Investigation in process.